Event description:
It was reported that approximately 19 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, an endoleak was identified. Reportedly, during a follow up visit a computed tomography scan identified an endoleak, which appeared to be located in the proximal are, between the bifurcated device and the suprarenal aortic extension; however, the physician was uncertain of the endoleak type. The physician elected to treat the pt with an infrarenal aortic extension, which corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sample was not returned for evaluation. Images were provided and review by clinical specialist. Based on review of the information the cause of the reported event cannot be determined. However, it appears the patient's inferior mesenteric artery (ima) is filling retrograde causing an endoleak. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling .the lot usage history shows that no other units from this lot have been involved in similar event.